Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the cause was related to customer's basal rate settings. Reportedly, the customer required assistance from parents and camp nurse to treat bg level. No additional information was provided.